Manufacturer narrative:
G2: citation: authors: duan, g., zhang, y., li, q., yang, p., zhang, j., wang, h., ma, j., guan, s., han, z., yang, h., shi, h., liu, y., liang, c., wu, x., wu, y., zuo, q., feng, z., zhang, l., li, z., zhou, y., dai, d., f. Gekko coil system: safety and efficacy in treating intracranial aneurysms. World neurosurg 185:181-189 2024. 10.1016/j.wneu.2024.01. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The literature was reviewed regarding the study aimed to evaluate the safety and efficacy of the gekko coil system in treating intracranial aneurysms (ias) in clinical practice. The study was conducted between may 2018 and september 2020. Multiple manufacturer¿s devices were used in the study population. The medtronic device used in the study was the axium coil system. Deaths occurred in the study population. Specifically, 3 patients in the test group (gekko coil) died, resulting in a mortality rate of 2.33%, and 2 patients in the control group (axium coil) died, resulting in a mortality rate of 1.57%. However, the specific causes of death were not detailed. Among patient adverse events included symptomatic cerebral infarction or thrombosis: 5 cases in the gekko group and 6 cases in the axium group; symptomatic intracranial hemorrhage: 1 case in the gekko group and 2 cases in the axium group; other complications such as hydrocephalus: 4 cases in the gekko group and 3 cases in the axium group. Additionally, the incidence of adverse events was 48.06% in the gekko group and 51.97% in the axium group, with the incidence of serious adverse events (saes) being 12.40% in the gekko group and 16.54% in the axium group. No target aneurysmal bleeding occurred in either group during the 12-month postoperative follow-up period. The gekko coil system was found to be noninferior to the axium coil system in terms of efficacy and safety for ia embolization, with the successful aneurysm occlusion rate at 6 months being 96.08% for the gekko coil group compared with 96.12% in the axium coil group. No further information was provided pertaining to medtronic products.